Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up, down, and ok buttons were difficult to press and had intermittent response issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 04/02/2014 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up, down, and ok keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, investigation revealed the display was dim and discolored.